Event description:
It is reported that there was the requirement to implant a hip prosthesis on the left side into the pt mentioned above due to dysplastic cox arthrosis. Due to the dysplasia with bad formation of the bony pan, the press-fit pan had to be additionally secured with screws to avoid rotation. The thread cutter for the planned screw got stuck in the heavily sclerotic bone. While trying to remove the thread cutter, it broke. One part remained within the hip bone. As this is without any consequences for the pt on one had and as the removal would have made it necessary to make a big bone window on the other hand, it was decided to leave the part in the bone. The hip prosthesis could be fixed cementless as planned. There were no disadvantages for the pt. Consequential damages are not expected.

Manufacturer narrative:
The manufacture did not return devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be determined. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).